Event description:
This is submitted to report the soft tip tear observed in the steerable guiding catheter (sgc 41014u1/(B)(4)), which has the remote potential to cause or contribute to injury if a piece of the soft tip was left in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a small left atrium (la). The steerable guiding catheter (sgc 41014u1/(B)(4)) was advanced to the la without issue. One mitraclip was implanted on the mitral valve leaflets and the mr was reduced to 2. The second cds (41009u2/(B)(4)) was inserted into the sgc; however, resistance was noted with the sgc during advancement. The cds was able to exit the tip of the sgc but during an attempt to straddle the device over the leaflets, resistance was still observed. The cds was pulled back but the grippers became caught on the soft tip of the sgc, and the devices were stuck. Troubleshooting maneuvers were performed and the cds was able to be removed successfully. The sgc was then removed. After removal, it was seen that the soft tip was torn. A new sgc and cds were used without issue. The procedure was completed with 2 clips implanted and a reduction of mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Mitraclip system, clip delivery system (41009u2/(B)(4)), 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported difficulty retracting the clip delivery system (cds) into the steerable guide catheter (sgc) tip, resulting in a tear in the soft tip can include, but are not limited to, patient anatomy, user technique / procedural conditions (visibility during removal of the cds, curves on guide during cds removal) or manufacturing anomalies (nonconcentric soft tip, inner diameter [ID] of the tip not within specification). With respect to procedural conditions and/or user technique, the clip getting caught on the guide tip, resulting in soft tip damage can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip, or curves on the sgc applied by the user. Based on the information reviewed, a definitive cause for the reported event could not be determined. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the device history record revealed no non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency. The clip delivery system (41009u2/(B)(4)) referenced is being filed under a separate medwatch report.